Event description:
As reported to coloplast, though not verified, legal representative stated the patient was implanted with the device on (B)(6) 2016. Medical follow-up revealed strip erosion in (B)(6) 2016, accompanied by local pain. There was partial removal of the strip and primary closure under local anesthesia, but the pain persisted chronically despite conservative treatment (local hormones, physiotherapy). The patient was re-evaluated at a provincial center of expertise and, following a thorough assessment, a radical removal of the sling was recommended in view of the neuropathic sequelae. Surgery has not yet been performed but is planned.

Manufacturer narrative:
An incomplete lot # was provided, therefore a review of the device history record, complaint history database, non-conformances and capas could not be completed. Coloplast routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date.